Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed an infection. The pulse generator was explanted and replaced. The patient's condition post procedure was stable.